Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 4max reperfusion catheter (4maxc). During the procedure, while advancing the 4maxc through the internal carotid artery, the physician fractured the transition section of the 4maxc. Therefore, the 4maxc was removed. The procedure was completed using another catheter. There was no report of an adverse effect to the patient.